Event description:
Patient here for photo pheresis treatment. The treatment was unremarkable until buffy coat return. Machine unable to return the buffy coat due to kit issues. At this time, it was noted that the two lines inside the treatment bag were inappropriately placed during manufacturing. They were actually reversed relative to where they should be. Therakos help line called. Therakos instructed the nurse to do a manual buffy coat return to the patient. Return bag also manually return to patient. Patient aware of this issue. Patient discharged in stable condition. Blood transfusion service doctor's notified. Kit to be returned to therakos. Manufacturer response for photophoresis instrument, therakos cellex (per site reporter). Not received response back yet.

Event description:
Patient here for photo pheresis treatment. The treatment was unremarkable until buffy coat return. Machine unable to return the buffy coat due to kit issues. At this time, it was noted that the lines in the treatment bag were inappropriately placed during manufacturing. Therakos help line called. Therakos instructed me to do a manual buffy coat return to the patient. Return bag also manually return to patient. Patient aware of this issue. Patient discharged in stable condition. Kit to be returned to therakos. Manufacturer response for photophoresis instrument, therakos cellex (per site reporter). Not received response back yet.